Event description:
A cartridge alarm was reported by the caller during the pumping process, leading to elevated blood glucose levels of 525 or 535 mg/dl. The caller addressed the high blood glucose levels by administering a correction bolus via the pump, and there was no need for assistance from a third party. The call resulted in technical support deciding to replace the pump, while the caller planned to begin using a new pump with a warranty valid until 2027.